Event description:
The surgeon states that he successfully implanted the model aq2010v intraocular lens without injury or incident. He removed the lens because the pt had a pre-existing condition of weak zonules and felt another model lens would better suit this patient's needs. There was no pt injury or product malfunction.